Event description:
The customer observed falsely elevated architect total b-hcg result for one patient sample. While troubleshooting with customer support specialist, it was noted that the prior sample had not been fully centrifuged and contained fibrin strands. It was suspected that fibrin from the prior sample had obstructed the probe. The following data was provided: initial result = > 12000 miu/ml (positive), repeat result = < 1.2 miu/ml (negative) colloidal gold result = negative no impact to patient management was reported.

Manufacturer narrative:
Facility name: complete facility name is guangyuan maternity and child health hospital, sichuan province address 1: complete address is no. 51 binhe road north road. Dongba, lichuan district, guangyuan, sichuan province the complaint investigation for false positive architect total b-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, labeling review, and field data review. In-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot number 32494ud02 and complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. The overall performance of architect total b-hcg reagents was reviewed using field data from customers worldwide. Median values (for the negative population) for the complaint lot(s) are within the established limits indicating that the performance is acceptable. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Based on this investigation, no systemic issue or deficiency with the architect total b-hcg reagent, lot number 32494ud02 was identified.